Manufacturer narrative:
The lancets and the lancet device were requested for return. Replacement products were sent. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained that the lancet was not retracting and was protruding from the end cap of the coaguchek softclix lancet device. The customer stated that the lancet would be protruding before and after having issues with the lancet device jamming. The customer stated that despite the lancet being properly installed in the lancet device, the needle would protrude before and after using the device. The customer also stated that the issue began before having issues with the device jamming. There was no allegation of an adverse event.

Manufacturer narrative:
The customer's lancing device was tested with the received customer lancets at all different pricking depth settings; for each attempt needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could always be primed and released correctly. The lancet device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegations. The lancing device works in accordance with specifications. Customer returned lancets were investigated with a microscope, but no abnormalities could be observed in terms of the customer allegations. The reported failure on protruding lancets could not be confirmed during the investigation.